Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic omega loop, while on the stomach, the device did not fire. The surgeon was able to press the green button but was unable to squeeze the handle. Another reload was used to complete the case. There was no patient injury.